Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection of the returned device revealed no tears were identified on the outer slit. The irrigation flush line was crimped. The device passed pressure decay testing at 6 psi, hemostasis testing at 5.5 psi pressurization with saline, and aspiration testing with 10 cc and 60 cc syringe at various flowrates. The device did not pass aspiration testing when a polarx test catheter was inserted, withdrawn, or when tipped at slight angles (relative to the sheath). The device also did not pass hemostasis testing when a polarx test catheter was inserted or when tipped at slight angles (relative to the sheath). Air pressure testing was performed to identify the location of any potential leaks. The device was gently pressurized at the flushing line luer fitting while plugging the distal tip of the catheter; the measurements were within the acceptable range and no air bubbles were observed. Although no tears were found in the hemostatic valve, some leaking was able to be reproduced during laboratory testing; the exact leak path was unable to be identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use.

Event description:
During a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a polarsheath was selected for use. It was reported that air bubbles were observed when the polarx balloon catheter was inserted inside the sheath via the hemostatic valve. The balloon segment of the catheter was pushed out of the sheath and into the left atrium. Several syringes of air were aspirated through the valve of the sheath. It was also observed that a mixture of saline and blood was leaking through the valve. As a result, the sheath was exchanged for another polarsheath, and the procedure was completed successfully. No patient complications were reported. After the completion of the procedure, the company representative present during the procedure performed some benchtop testing on the polarsheath to evaluate its integrity. The sheath valve was connected to a syringe containing saline via the irrigation port. No air ingress or fluid egress was noted; however, a fluid egress was observed after ia 6 french catheter was inserted into the sheath. The sheath was returned to boston scientific for laboratory analysis.

Event description:
During a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation a polarsheath was selected for use. It was reported that air bubbles were observed when the polarx balloon catheter was inserted inside the sheath via the hemostatic valve. The balloon was pushed out of the sheath and into the left atrium. Several syringes of air was aspirated through the valve of the sheath. The sheath was exchanged for another polarsheath and the procedure was completed successfully. No patient complications were reported. After the completion of the procedure, the sheath valve was connected to a syringe with nacl via the irrigation port. The sheath was leak proof without air or fluid. However, leak was observed after inserting a 6 french catheter.